Manufacturer narrative:
Evaluation: a review of the complaint history, device history records, documentation, instructions for use, drawings, manufacturers instructions, quality control, specifications and visual inspection of the returned device was conducted during the investigation. The customer returned one device without the adapter cap. The catheter ID and flare diameter were measured; the catheter measured in specification. The flare did not measure in specification due to the distortion inherent in the assembly process of compressing the tubing material between the adapter and cap; there is insufficient evidence to conclude that the flare was manufactured out of specification. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
Device has been returned but has not been evaluated at this time. This report is still under investigation at this time.

Event description:
Event occurred during a transjugular liver biopsy procedure on a (B)(6) male patient. Patient presented with a pre-existing condition of acute liver failure. Information was provided that during the procedure, the black introducer became lodged inside the sheath. Upon removal, the end snapped off inside the patient. Removal of the device was successful. An additional procedure was required due to this occurrence, as the professional needed to recanulate the hepatic veins again from the start. According to the initial report, the patient experienced adverse effects due to this occurrence, these include: additional screening time, radiation and contrast dose.